Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and bard pelvicol acellular collagen matrix was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and recurrence. It was reported that the patient underwent mesh excision of eroded vaginal mesh and cystourethroscopy on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03011. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat severe total uterine prolapse with cystocele, rectocele and enterocele, severe stress urinary incontinence and voiding dysfunction.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent cystocele repair (anterior colporrhaphy), pelvicol graft placement, and cystourethroscopy on (B)(6) 2011 due to cystocele. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 12/10/2018. Additional narrative: it was reported that the patient died on (B)(6) 2016. No additional information was provided.